Event description:
Home health nurse reports pump (serial number: (B)(6) maintenance due date: 12/2024) is malfunctioning. Malfunction due to pump batteries. No further details provided. Nurse was doing infusion via gravity at time of notification. Unknown exactly when pump issue was discovered. No adverse event(s) reported due to product issue. Pharmacy replacing pump. Pump associated with event available for return. No further info. Reported to (B)(6) by health professional.